Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set occlusion and bent cannula issue event on 21-feb-2026. The blockage was likely located at the insertion site. The insertion site was the abdomen and the issue occurred within three hours of insertion. No further information available.